Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a cerebral aneurysm embolization procedure. Reportedly, a proglide was attempted; however, when the plunger was retracted from the device body, there was no suture present. A second proglide was attempted. The plunger was retracted, the suture was cut and the lever was returned to its original position. When the physician attempted to remove the device to harvest the sutures, the physician was unable to pull the device out of the patient, the device got stuck. An angiogram was taken to verify the position of the foot, which appeared to be parked in position, but it could not be definitively concluded. The device was gently advanced into the artery a couple of millimeters. The foot was deployed and immediately returned to its position. An attempt to remove the device was once again unsuccessful. A vascular surgeon was called, and a surgical cut down was performed, removing the device and surgically closing the vessel. The device was removed and the arteriotomy was closed surgically. The vascular surgeon indicated the artery had gripped the device at the point where the foot is connected to the sheath. He had to extend the incision slightly in order to free the device. There was a clinically significant delay of 30 minutes to the procedure. No medication was given due to the event. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide is being filed under another medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult removal and retraction problem was not confirmed. Analysis of the returned device found the guides and metal guide tube were bent at the distal end. The exit port was damaged and the exit port markers had been worn off. This damage indicates the device encountered excessive resistance. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.